Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event (final device analysis) was received on (B)(6) 2010. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(6) 2010. Information was subsequently received on (B)(6) 2010 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis results revealed the device lasted 71% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. Follow up later revealed device interrogation done three days prior to death showed device parameters within normal limits. The patient had been actively receiving radiation therapy for cancer. The ICD detections were turned off the day before the patient died per the patient's request.

Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification. Later review of manufacturers database revealed the patient had died approximately 6 weeks later. The cause of death is unknown and has been requested and not received.

Event description:
The device was returned to manufacturer after being explanted due to normal battery depletion, was analyzed, and subsequently tested out of specification. Later review of manufacturers database revealed patient had died approximately 6 weeks later. Cause of death has been requested and not received. Follow up with clinic reported patient admitted to hospital four days prior to death for shortness of breath, lower extremity swelling, cellulitis, and possible deep vein thrombosis. Blood cultures were done and patient started on antibiotics. Echocardiogram showed severe atrial enlargement. Patient had newly diagnosed lung mass, suspected cancer, deteriorated quickly, and placed on palliative care the day before died.

Event description:
The device was returned to manufacturer after being explanted due to normal battery depletion, was analyzed, and subsequently tested out of specification. Later review of manufacturers database revealed patient had died approximately 6 weeks later. Cause of death has been requested and not received. Follow up with clinic reported patient admitted to hospital four days prior to death for shortness of breath, lower extremity swelling, cellulitis, and possible deep vein thrombosis. Blood cultures were done and patient started on antibiotics. Echocardiogram showed severe atrial enlargement. Patient had newly diagnosed lung mass, suspected cancer, deteriorated quickly, and placed on palliative care the day before died.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event (final device analysis) was received on 10/18/2010. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that should have been submitted on 12/10/2010. Information was subsequently received on 11/24/2010 and revealed patient died. As there is new information that reasonably suggests, the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis results revealed the device lasted 71% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device, there is no way to determine why it did not meet its expected longevity calculation.

Manufacturer narrative:
Asku